Event description:
Rn went to draw up ativan using a 18g blunt needle and a 3cc syringe. After drawing up the requisite amount of ativan, the blunt needle was noted to have black flecks on the inside of the needle guard. The entire vial of medication was disposed of due to concern for contamination and anew vial was opened to draw up the ativan dose.